Manufacturer narrative:
Correction: correct aware date provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that several actions were done in order to resolve the issue that persisted.

Manufacturer narrative:
Additional information: this event was reported twice in inadvertently by the facility and is the same as the event reported un der manufacture report # 3004785967-2018-00120. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated as it was reported to have occurred between (B)(6) 2018. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal fusion. It was reported that there were communication problems between the imaging system and navigation system. The ethernet cable had been changed, but the problem persisted. The site was able to push the study to the navigation system. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site reported that they were having issues pushing studies to the electronic picture archiving and communication systems (pacs) as well.